Manufacturer narrative:
The reported event of noise and inappropriate therapy was confirmed in the lab. The cause of the noise and inappropriate therapy is consistent with external interactions with a left ventricular assist device. Analysis was otherwise normal. No anomalies were found.

Manufacturer narrative:
Additional information: the results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the implantable cardioverter defibrillator was replaced during the lead revision procedure on (B)(6) 2020. It was noted that the lead was revised for oversensing and increased capture threshold after the implant of an lvad.

Event description:
New information received stated that the patient was in stable condition during and following the procedure on jan. 31st. The patient was discharged from the hospital in good condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room via ambulance due to receiving multiple inappropriate shock therapies. Upon review of the electrogram, it was noted that the implantable cardioverter defibrillator detected noise and inappropriately delivered high voltage therapy. It was determined that the noise was caused by the left ventricular assist device (lvad) upon interrogating the device. Further interrogation also found the right ventricular lead had poor sensing and poor capture. It was noted that the performance of the lead declined since the implant of the lvad in (B)(6) 2019. The physician then disabled therapies and had the patient transfer to a different facility for assistance with the lvad. The patient was in stable condition.